Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." The instructions for use includes the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. The clip got all the way down [the endoscope] and the customer realized there was no clip on it [the device]; the customer could not locate clip in room or in the scope duct. During cleaning of the endoscope, the clip was not found in the endoscope [clip prematurely deploys in unknown position or endoscope channel]. The cook sales representative performed an in-service with the customer after determining that the users were holding the handle during advancement. Per the cook sales representative, they are having better results after the in-service and following the IFU. The location of the prematurely deployed clip is unknown, however it was reported that a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.